Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 500 mg/dl. Customer treated their blood glucose with a bolus and their back-up plan. Customer reported feeling sick and thirsty from their blood glucose. Customer also reported experiencing a headache and loss of mobility from their blood glucose. The customer reported their current blood glucose was 267 mg/dl. The customer also reported seeing a bent cannula when the infusion set was removed from their body. The customer declined to return the insulin pump for analysis.